Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head experienced dark image issue during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. As the failure could not be confirmed, the cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: the plug unit was leaking and there was a loose and misaligned coupler. The investigation was unable to determine the cause of the components failing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.